Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported power supply issue which was observed during evaluation as a delayed white screen. Shortly after powering on the device it went into a white screen. The input/ output printed circuit board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue with the power supply. There was no patient involvement. No additional information is available.